Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 15nov2021, it was reported that the obturator was used to insert the catheter. The obturator and wire guide were removed together.

Manufacturer narrative:
The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 28sep2021, it was reported that there was no difficulty advancing the catheter over the wire.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. Cook was informed on 16sep2021 by (B)(6) hospital (taiwan) of an issue with a wire from a wayne pneumothorax set (rpn: c-utpt-1400-wayne-112497, lot: 13805336) kinking after withdrawal. The physician reported that difficulty was experienced when removing the wire. No additional procedures were required, and the patient did not experience any adverse effects. Reviews of the documentation including the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control procedures and specifications, as well as a visual inspection of the returned device, were conducted during the investigation. One used device was returned for evaluation. Unraveling from the safety wire was noted 34.3m from the proximal end. Both weld balls were observed to be intact. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect device failure prior to distribution. A review of the device history record (DHR) for lot 13805336 and wire lot ic13681694 found no nonconformances that could have contributed to the reported failure mode. It should be noted that there was one other complaint (mfg. Report reference #: 1820334-2021-02182) associated with the final product lot number for the same failure of "kinking after withdrawal.¿ cook also reviewed product labeling. The product IFU, [c_t_waynemod_rev5], ¿wayne pneumothorax set for seldinger placement,¿ provides the following information to the user related to the reported failure mode: instructions for use: -when the needle tip enters the pleural cavity, introduce the flexible end of the wire guide into the needle 10-15cm. -remove the needle, leaving wire guide in place. -advance dilator over the wire guide to achieve desired dilation. Remove dilator, bring careful to maintain wire guide position. -advance the catheter over the wire guide into the pleural cavity to the desired depth. Depth may be guided by the 2.5 cm markings on the catheter. The first mark begins 5 cm from the last side hole. -remove the wire guide and catheter obturator. How supplied: supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Evidence provided from the review of the dmr, IFU, DHR, design history file, and device failure analysis, suggests there is no indication this device was manufactured out of specification, and there is no nonconforming product from this lot in the house or in the field. Based on the information provided, examination of the returned product and the results of our investigation, it was concluded that a component failure contributed to the reported failure. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that the wire guide of a wayne pneumothorax set was difficult to remove during a right chest wall procedure. Following removal, the device was reported to be kinked. A photo of the device showed it to be unraveled. No adverse effects to the patient have been reported. An additional event for this patient is also reported under patient identifier: (B)(6).